Event description:
Boston scientific received info that this epicardial lead exhibited decreased pace impedance and non-capture several months after implant. As thresholds increased, so did amplitude and therefore, the associated cardiac resynchronization therapy defibrillator (crt-d) hd impacted battery longevity. Both this lead and the crt-d were removed from service. There were not reported adverse pt effects and no report of impact on critical therapy.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.